Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device was dropped and it was smashed and damaged. Customer's blood glucose was 19.7 mmol/l. Customer mentioned the device would not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with end cap broken off, missing electronic assemblies and missing motor assemblies. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify blank display due to missing the electronic assemblies. The insulin pump had broken reservoir tube lip, cracked case, cracked battery tube threads and minor scratches on the lcd window.